Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found the plunger tamper seal and bottom tamper seals are broken, the device was observed to have a handwritten serial number and non-OEM top case. The device?s event history log was reviewed for evidence of the reported event, and ?syringe plunger not in place? Error was found. To conduct functional testing, the device was powered up and a syringe test was performed. Upon power up, intermittent ?syringe plunger not in place? Was found due to a combination of the plunger board and the plunger cable that does not operate as intended. The plunger board and plunger cable were replaced, and the device passed all functional testing. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously., corrected data: health effects - clinical signs and symptoms or conditions corrected.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that during a returned order service the device would not take the syringe. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.